Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the reverse button would not reverse was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the compact air drive device had a sticky trigger, insufficient/low power, a worn seal, and component damage. It was further determined that the device failed pretest for general condition, check for sticky trigger, and check power with power test bench. It was noted in the service order that during an unspecified surgical procedure, when testing the two buttons that give the function of forward and reverse, it was identified that the reverse button did nothing. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.